Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2024) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one month and twenty eight days post a port placement in the left chest, the patient was allegedly developed with bacterial infection as the blood culture resulted the grouwth of staphylococcus hominis. It was further reported that the patient was diagnosed with bacteremia. Reportedly, the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided. The medical review states that a patient underwent powerport clearview slim port placement procedure for treatment of metastatic squamous cell carcinoma involving lymph node. Approximately two months later, the patient admitted for chronic pain after cancer treatment and his blood cultures grown staph hominis with source likely port infection. Staph hominis bacteremia was treated with intravenous vancomycin and transition to per oral linezolid. After five days, the patient underwent port removal procedure. Therefore, the investigation is confirmed for the reported infection and bacteremia issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 11/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that one month and twenty-eight days post a port placement in the left chest, the patient was allegedly developed with bacterial infection as the blood culture test resulted the growth of staphylococcus hominis. It was further reported that the patient was allegedly diagnosed with bacteremia. Furthermore, the patient was treated with intravenous vancomycin and was transitioned to oral oxazolidinone antimicrobial drug. Reportedly, the infected port was removed from the patient. The current status of the patient is unknown.